Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected phyt quality control results were obtained from a vitros tdm performance verifier iii control fluid when using two different vitros phyt slide lots on a vitros 4600 chemistry system. The most likely assignable cause is instrument related, as the results of a dgxn,phyt, crbm and alt within-run precision test were outside of ortho guidelines, indicating the vitros 4600 chemistry system was not performing as intended. Ortho field service performed service actions to multiple subsystems of the analyzer and acceptable precision and phyt qc performance was obtained following these service actions indicating that service actions had resolved the issue. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
A customer observed higher and lower than expected vitros phyt quality control results obtained from a vitros tdm performance verifier control fluid when using a vitros 4600 chemistry system. Tdm performance verifier iii lot w4428 = 20.999, 20.826, 33.409, 33.013, 20.597, 20.860, 35.870, 36.061 36.08 versus expected result of 27.4 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phyt while quality control results were outside of expected ranges, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).